Event description:
Reporter alleged blood glucose measured 46 mg/dl back to back with a result of 109 mg/dl. It was stated the customer did not have any symptoms of low or high glucose and the time and date was not set in the meter. Reporter stated when looking in the memory the results displayed a reading of 45 mg/dl back to back with a result of 121 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.